Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument involved with this complaint and completed the device evaluation. Failure analysis did not confirm nor replicate the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests and moved intuitively with full range of motion in all directions. The grips opened and closed properly. There was no problem detected.

Event description:
It was reported that during da vinci-assisted cholecystectomy surgical procedure, the surgeon was unable to release the tissue from the force bipolar instruments jaws. No fragment fell into the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the clinical sales representative (csr) and obtained the following additional information: the surgeon had forcefully opened the instruments jaw with another instrument to release the tissue. There was no damage to the patients tissue. The reported issue happened two times during the procedure and the surgeon performed the same technique each time to release the tissue. The surgeon continued use with the same instrument and completed the procedure robotically with no injury to the patient.